Event description:
It was reported that the patient complained of feeling sick and presented with syncope. The patient was evaluated and it was noted that the implantable pulse generator (ipg) was in vvi mode. Reprogramming was requested but the key button wasn't available, which means, it wasn't accepting any kind of programming. It wasn't possible to visualize the battery impedance nor the battery life. During the time of evaluation the patient was resting and under monitoring, but was complaining about breathlessness and palpitation. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Atrial lead polarity configuration in progress. Program button available with reduced ventricular lead amplitude. In an atrial mode, the atrial lead polarity configuration able to be completed. Then battery and lead measurements can be performed. The device was subsequently returned and analyzed. Analysis was performed and no anomalies were identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).